Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that during procedure, the stylet got stuck inside the lead. Eventually the lead had to be extracted and the stylet came partially out, bringing some of the lumin of the lead with it. New lead was used. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.